Manufacturer narrative:
(B)(4)

Event description:
The customer stated they changed the ise electrodes at the beginning of (B)(6) 2018 on the cobas 6000 c (501) module. The customer checked the electrodes and noticed that sipper tubing had been used instead of pinch valve tubing. The customer replaced the tubing. On (B)(6) 2018 the customer received ise errors and identified moisture in the ise compartment. This was cleaned up and they obtained a successful calibration and qc. Later the same day the customer had to calibrate twice in order to get a successful calibration. On (B)(6) 2018 qc was within the acceptable range, but on the low end. The customer then noticed that patient samples tested for sodium (na) were lower than they should be. The customer provided discrepant na results for 1 patient sample. The initial na result from the c501 module was 144 meq/l. The sample was repeated on a different analyzer and the result was 151 meq/l. The incorrect result had been reported outside of the laboratory and a corrected report was sent. No adverse event occurred. The na cartridge lot number was g48 with an expiration date of 10-feb-2019. The field service engineer (fse) visited the customer site and identified a fluidics failure. The fse replaced the low reference solution and the sipper probe. The ise pathway was flushed with warm water and the sipper probe positions were adjusted. Ise checks were performed. The customer calibrated and qc results were within the acceptable range. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The customer has not had any issues since the service visit.